Event description:
The customer reported that the front panel became non-responsive. No delamination evident. The unit was opened and it was found that the connection between the touch screen and main board had started to become loose. Squeezing this connector tightly solved the problem but after a few minutes the problem resurfaces. No patient involvement.

Manufacturer narrative:
Failure analysis lab received a vela front panel assembly. The vela front panel assembly part was received with no esd protection. The vela front panel assembly was visually inspected. A small chip in the touch screen was noted and the touch screen cable was scratched on the female adapter. The vela front panel assembly was installed in known good unit. The touch screen intermittently fails calibration with solid connections. The chip in the touch screen can cause intermittent failure.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.